Event description:
Implant fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Following investigation by bioengineering, it was concluded that: no surgery notes, no x-rays, no patient details, not metal backing. Part is clearly highly oxidized with significant wear of the pe (rough delamination). Fracture is length ways. Back surface is smooth with no visible gross wear. With no additional information it is not possible to say why the patella fractured. Without the manufacturing date, it is not possible to determine if this was a gamma in air issue. The investigation could not draw any conclusions about the reported event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.